Manufacturer narrative:
(B)(4). Seeking additional information. This report will be updated should additional information become available.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, high threshold measurements, and low impedance measurements which remained within normal limits. Subsequently, the lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.